Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture damage keypad trace. The insulin pump was monitor and no unexpected audio or beep anomaly noted during our testing. No unexpected low battery or high pitch noise. The backlight worked properly. The insulin pump has minor scratched lcd window and cracked case near the display window corners.

Event description:
The customer reported via phone call that they had a keypad anomaly. The customer stated the buttons were unresponsive on the insulin pump and there was a high pitch noise emitting from the insulin pump. Customer's blood glucose was unknown. The customer could not recall any significant events leading to the keypad issues. Customer stated the keypad became unresponsive after the battery was replaced. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.